Manufacturer narrative:
On 6/22/2021, the mentor failure analysis lab has received the device for evaluation. On 6/23/2021 , mentor then conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample revealed that the sm hps dv 500cc breast implant was found to have two tears (a and b) on the anterior aspect. Tear a measured approximately 0.5 cm and tear b, 4.5 cm. Microscopic examination was performed on the edges of both ruptures, and parallel striations were found in an area of the tears. For tear a, the striations length measures approximately 0.1 cm and for tear b, approximately 0.5 cm. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. The cause in the remaining area of both tears could not be identified. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021, it was reported to mentor that the patient¿s race was caucasian. The patient¿s weight was 209lbs. The patient experienced bilateral deflation. The replacement devices were mentor smooth round high profile 750cc. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Explant date is (B)(6) 2021. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. (B)(4).

Event description:
It was reported that a (B)(6)-year-old non-hispanic female patient underwent a breast augmentation primary with a mentor smooth round high profile 500 cc and suffered from a deflation on the left side. As a result, the patient had undergone removal on (B)(6) 2021.